Manufacturer narrative:
The technician straightened the siderail latch to repair the bed.

Event description:
Info received indicates the siderail latch was bent which would prevent the siderail from latching.